Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-nov-2013. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (right projects through the cornua to the endometrium at the fundus)"), device expulsion ("perforation (right projects the cornua to the endometrium at the fundus)"), abdominal pain ("right side pain which got progressively worse / severe side pain"), back pain ("extreme back pain / back pain poking and radiating to legs / severe lower back pain"), genital haemorrhage ("bleeding") and haemorrhagic anaemia ("heavy bleeding causing anemia") in a 31-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2005, (B)(6) 2007 (normal delivery) and (B)(6) 2012 (induced labor).), miscarriage, infection on (B)(6) 2011, mental disorder, kidney infection, infection on (B)(6) 2012 and diaphragm from 2007 to 2010. Previously administered products included for an unreported indication: mirena. Concurrent conditions included paraesthesia, lower abdominal pain and fruit allergy. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2012 for birth control, gabapentin (neurontin) for pain, diazepam (valium) and ibuprofen for pain in hip and vicodin for pain in hip and back pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), hypoaesthesia ("numbness in arms / numbness in hands/numbness in feet"), alopecia ("hair loss"), blood iron decreased ("low iron"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), investigation noncompliance ("she did not undergo an essure confirmation test"), complication of device removal ("complication from essure removal procedure"), headache ("headaches"), serum ferritin decreased ("ferritin 9"), cervical dysplasia ("precancerous cells on her cervix (that werent there at pap before essure)"), arthralgia ("right hip hurting"), panic attack ("panic attack"), mobility decreased ("unable to pick up my baby boy"), flatulence ("gas pain"), ovarian cyst ("cyst on my right ovary (wasn't there three weeks ago)"), visual impairment ("visual symptom") and menorrhagia ("I had my first period after essure (bleed like hell)"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), tramadol, ketorolac tromethamine (toradol), hydromorphone hydrochloride (dilaudid), gabapentin, iron, surgery (patient underwent abdominal hysterectomy, removing uterus, cervix and bilateral tubes on (B)(6) 2013), surgery (underwent abdominal hysterectomy), surgery, surgery (removal of essure on (B)(6) 2013) and surgery (essure removal on (B)(6) 2013). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the abdominal pain and back pain had resolved. In (B)(6) 2013, the alopecia had resolved. At the time of the report, the uterine perforation, device expulsion, hypoaesthesia, blood iron decreased, mental disorder, investigation noncompliance, complication of device removal, headache, serum ferritin decreased, cervical dysplasia, arthralgia, panic attack, mobility decreased, flatulence, ovarian cyst, visual impairment and menorrhagia outcome was unknown and the genital haemorrhage and haemorrhagic anaemia had resolved. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, blood iron decreased, cervical dysplasia, complication of device removal, device expulsion, flatulence, genital haemorrhage, haemorrhagic anaemia, headache, hypoaesthesia, menorrhagia, mental disorder, mobility decreased, ovarian cyst, panic attack, serum ferritin decreased, uterine perforation and visual impairment to be related to essure. The reporter commented: patient sought treatment for persistent pain, pain, bleeding, and low iron. But she not sought treatment for hair loss. She did not claim allergy or hypersensitivity reaction to nickel or any other component of essure. She communicated with a healthcare provider concerning removal of her essure device. On (B)(6) 2013 she was told there was no way the coils could cause pain, and on (B)(6) 2013 physician said he would not do a hysterectomy until all options were done and that essure does not cause pain. On (B)(6) 2013 since the essure were new it was believed that they were causing the pain, but physician assured her that they would not cause such pain and that coils were where they were supposed to be. He did ultrasound in office and looked at CT scan done. He was setting up surgery for regular type because it took too long to get lap type. From 02-mar to (B)(6) 2013 she was unable to work due to severe pain prior to surgery and was on leave following surgery. She also informed that the pain gone in recovery room, hair loss stopped soon after the removal surgery, and anemia corrected with end of excessive bleeding. Approximate weight at the time of essure placement: 180 lbs. Current weight: 215 lbs. A case for her first mirena (linked case#(B)(4)) and also for her second mirena (see also linked case#(B)(4)) were already created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. 2012 - x rays, CT scan and ultrasounds: could not find anything causing the pain. On (B)(6) 2013 : computerised tomogram : right projects the cornua to the endometrium at the fundus. Mr brain without and with contrast - muscle weakness, parasthesias in extremities and frontal cephalgia. (B)(6) 2013 : xr abdomen - impression: no convincing acute cardiopulmonary process. Nonspecific bowel gas pattern with mildly dilated loops of small bowel suggested in the left mid and upper abdomen. Findings may reflect ileus, however, early and/or partial small-bowel obstruction not excluded. No convincing free intraperitoneal air. (B)(6) 2013 : ultrasound : opinion: uterus and ovaries generally appear unremarkable with follicular changes of the ovaries noted. Apparent essure coil is present. Their positioning by plain film appears appropriate. These are difficult to assess on ultrasound. Cephalad on the right is what appear to repent the coils in place which appear appropriate on plain film imaging. (B)(6) 2013 : CT scan abdomen pelvis w/contrast - impression: probable left ovarian dominant follicle or cyst measuring 3.2 cm. Small amount of free fluid in the pelvis, likely physiologic. Confirmation with ultrasound can be obtained as clinically indicated this may contain and internal septation. Right essure device extends through the right cornua to the endometrial canal at the fundus of the uterus , possibly migrated. CT: revealed right ovary cyst. ¿concerning the injuries reported in this case, the following ones were described in patients social media: confirming uterine perforation, headache, pelvic pain, abdomen pain, device expulsion, arthralgia, cervical dysplasia, panic attack, mobility decreased, flatulence, ovarian cyst, visual impairment and menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-nov-2013. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (right projects through the cornua to the endometrium at the fundus)"), device expulsion ("perforation (right projects the cornua to the endometrium at the fundus)"), abdominal pain ("right side pain which got progressively worse / severe side pain"), back pain ("extreme back pain / back pain poking and radiating to legs / severe lower back pain"), genital haemorrhage ("bleeding") and haemorrhagic anaemia ("heavy bleeding causing anemia") in a 31-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6)2005, (B)(6) 2007 (normal delivery) and (B)(6) 2012 (induced labor).), miscarriage, infection on (B)(6)2011, mental disorder, kidney infection, infection on (B)(6) 2012 and diaphragm from 2007 to 2010. Previously administered products included for an unreported indication: mirena. Concurrent conditions included paraesthesia, lower abdominal pain and fruit allergy. Concomitant products included medroxyprogesterone (depo provera) since september 2012 for birth control, gabapentin (neurontin) for pain, diazepam (valium) and ibuprofen for pain in hip and vicodin for pain in hip and back pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), hypoaesthesia ("numbness in arms / numbness in hands/numbness in feet"), alopecia ("hair loss"), blood iron decreased ("low iron"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), investigation noncompliance ("she did not undergo an essure confirmation test"), complication of device removal ("complication from essure removal procedure"), headache ("headaches"), serum ferritin decreased ("ferritin 9"), cervical dysplasia ("precancerous cells on her cervix (that werent there at pap before essure)"), arthralgia ("right hip hurting"), panic attack ("panic attack"), mobility decreased ("unable to pick up my baby boy"), flatulence ("gas pain"), ovarian cyst ("cyst on my right ovary (wasn't there three weeks ago)"), visual impairment ("visual symptom") and menorrhagia ("I had my first period after essure (bleed like hell)"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), tramadol, ketorolac tromethamine (toradol), hydromorphone hydrochloride (dilaudid), gabapentin, iron, surgery (patient underwent abdominal hysterectomy, removing uterus, cervix and bilateral tubes on 04-apr-2013), surgery (underwent abdominal hysterectomy), surgery, surgery (removal of essure on 04-apr-2013) and surgery (essure removal on 04-apr-2013). Essure was removed on 4-apr-2013. On 4-apr-2013, the abdominal pain and back pain had resolved. In may 2013, the alopecia had resolved. At the time of the report, the uterine perforation, device expulsion, hypoaesthesia, blood iron decreased, mental disorder, investigation noncompliance, complication of device removal, headache, serum ferritin decreased, cervical dysplasia, arthralgia, panic attack, mobility decreased, flatulence, ovarian cyst, visual impairment and menorrhagia outcome was unknown and the genital haemorrhage and haemorrhagic anaemia had resolved. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, blood iron decreased, cervical dysplasia, complication of device removal, device expulsion, flatulence, genital haemorrhage, haemorrhagic anaemia, headache, hypoaesthesia, menorrhagia, mental disorder, mobility decreased, ovarian cyst, panic attack, serum ferritin decreased, uterine perforation and visual impairment to be related to essure. The reporter commented: patient sought treatment for persistent pain, pain, bleeding, and low iron. But she not sought treatment for hair loss. She did not claim allergy or hypersensitivity reaction to nickel or any other component of essure. She communicated with a healthcare provider concerning removal of her essure device. On (B)(6) 2013 she was told there was no way the coils could cause pain, and on (B)(6) 2013 physician said he would not do a hysterectomy until all options were done and that essure does not cause pain. On (B)(6) 2013 since the essure were new it was believed that they were causing the pain, but physician assured her that they would not cause such pain and that coils were where they were supposed to be. He did ultrasound in office and looked at CT scan done. He was setting up surgery for regular type because it took too long to get lap type. From (B)(6) to (B)(6) 2013she was unable to work due to severe pain prior to surgery and was on leave following surgery. She also informed that the pain gone in recovery room, hair loss stopped soon after the removal surgery, and anemia corrected with end of excessive bleeding. Approximate weight at the time of essure placement: 180 lbs. Current weight: 215 lbs. A case for her first mirena (linked case#(B)(4)) and also for her second mirena (see also linked case#(B)(4)) were already created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. 2012 - x rays, CT scan and ultrasounds: could not find anything causing the pain. On (B)(6) 2013: computerised tomogram : right projects the cornua to the endometrium at the fundus. Mr brain without and with contrast - muscle weakness, parasthesias in extremities and frontal cephalgia. (B)(6) 2013: xr abdomen - impression: no convincing acute cardiopulmonary process. Nonspecific bowel gas pattern with mildly dilated loops of small bowel suggested in the left mid and upper abdomen. Findings may reflect ileus, however, early and/or partial small-bowel obstruction not excluded. No convincing free intraperitoneal air. (B)(6) 2013 : ultrasound : opinion: uterus and ovaries generally appear unremarkable with follicular changes of the ovaries noted. Apparent essure coil is present. Their positioning by plain film appears appropriate. These are difficult to assess on ultrasound. Cephalad on the right is what appear to repent the coils in place which appear appropriate on plain film imaging. (B)(6) 2013: CT scan abdomen pelvis w/contrast - impression: probable left ovarian dominant follicle or cyst measuring 3.2 cm. Small amount of free fluid in the pelvis, likely physiologic. Confirmation with ultrasound can be obtained as clinically indicated this may contain and internal septation. Right essure device extends through the right cornua to the endometrial canal at the fundus of the uterus , possibly migrated. CT: revealed right ovary cyst. ¿concerning the injuries reported in this case, the following ones were described in patients social media: confirming uterine perforation, headache, pelvic pain, abdomen pain, device expulsion, arthralgia, cervical dysplasia, panic attack, mobility decreased, flatulence, ovarian cyst, visual impairment and menorrhagia." Most recent follow-up information incorporated above includes: on 20-apr-2018: reporter information was added. Lab data was added. Per social media following events: precancerous cells on her cervix (that weren't there at pap before essure), right hip hurting, panic attack, unable to pick up my baby boy, gas pain; cyst on my right ovary (wasn't there three weeks ago); visual symptom and I had my first period after essure (bleed like hell) were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (right projects through the cornua to the endometrium at the fundus)"), device expulsion ("perforation (right projects the cornua to the endometrium at the fundus)"), haemolytic anaemia ("heavy bleeding causing anemia"), genital haemorrhage ("bleeding"), back pain ("extreme back pain / back pain poking and radiating to legs / severe lower back pain") and abdominal pain ("right side pain which got progressively worse / severe side pain") in a (B)(6) female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2005, (B)(6) 2007 (normal delivery) and (B)(6) 2012 (induced labor).), miscarriage, infection on (B)(6) 2011, mental disorder, kidney infection, infection nos on (B)(6) 2012 and diaphragm from 2007 to 2010. Previously administered products included for an unreported indication: mirena. Concurrent conditions included paraesthesia, lower abdominal pain and fruit allergy. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), haemolytic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness in arms / numbness in hands"), alopecia ("hair loss"), blood iron decreased ("low iron"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), investigation noncompliance ("she did not undergo an essure confirmation test"), complication of device removal ("complication from essure removal procedure"), headache ("headaches") and serum ferritin decreased ("ferritin 9"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), tramadol, ketorolac tromethamine (toradol), hydromorphone hydrochloride (dilaudid), gabapentin, iron, surgery (underwent abdominal hysterectomy, removing uterus, cervix and bilateral tubes on (B)(6) 2013), surgery (underwent abdominal hysterectomy), surgery (essure removal on (B)(6) 2013), surgery (removal of essure on (B)(6) 2013) and surgery. Essure was removed on (B)(6) 2013. On (B)(6) 2013, the back pain and abdominal pain had resolved. In (B)(6) 2013, the alopecia had resolved. At the time of the report, the uterine perforation, device expulsion, hypoaesthesia, blood iron decreased, mental disorder, investigation noncompliance, complication of device removal, headache and serum ferritin decreased outcome was unknown and the haemolytic anaemia and genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, blood iron decreased, complication of device removal, device expulsion, genital haemorrhage, haemolytic anaemia, headache, hypoaesthesia, mental disorder, serum ferritin decreased and uterine perforation to be related to essure. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter commented: patient sought treatment for persistent pain, pain, bleeding, and low iron. But she not sought treatment for hair loss. She did not claim allergy or hypersensitivity reaction to nickel or any other component of essure. She communicated with a healthcare provider concerning removal of her essure device. On (B)(6) 2013 she was told there was no way the coils could cause pain, and on (B)(6) 2013 physician said he would not do a hysterectomy until all options were done and that essure does not cause pain. On (B)(6) 2013 since the essure were new it was believed that they were causing the pain, but physician assured her that they would not cause such pain and that coils were where they were supposed to be. He did ultrasound in office and looked at CT scan done. He was setting up surgery for regular type because it took too long to get lap type. From (B)(6) 2013 she was unable to work due to severe pain prior to surgery and was on leave following surgery. She also informed that the pain gone in recovery room, hair loss stopped soon after the removal surgery, and anemia corrected with end of excessive bleeding. Approximate weight at the time of essure placement: (B)(6) . Current weight: (B)(6). A case for her first mirena (linked case# (B)(4)) and also for her second mirena (see also linked case#(B)(4)) were already created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). In 2012 - x rays, CT scan and ultrasounds: could not find anything causing the pain. On (B)(6) 2013 : computerised tomogram : right projects the cornua to the endometrium at the fundus. Mr brain without and with contrast - muscle weakness, parasthesias in extremities and frontal cephalgia. On (B)(6) 2013 : xr abdomen - impression: no convincing acute cardiopulmonary process. Nonspecific bowel gas pattern with mildly dilated loops of small bowel suggested in the left mid and upper abdomen. Findings may reflect ileus, however, early and/or partial small-bowel obstruction not excluded. No convincing free intraperitoneal air. On (B)(6) 2013 : ultrasound : opinion: uterus and ovaries generally appear unremarkable with follicular changes of the ovaries noted. Apparent essure coil is present. Their positioning by plain film appears appropriate. These are difficult to assess on ultrasound. Cephalad on the right is what appear to repent the coils in place which appear appropriate on plain film imaging. On (B)(6) 2013 : CT scan abdomen pelvis w/contrast - impression: probable left ovarian dominant follicle or cyst measuring 3.2 cm. Small amount of free fluid in the pelvis, likely physiologic. Confirmation with ultrasound can be obtained as clinically indicated this may contain and internal septation. Right essure device extends through the right cornua to the endometrial canal at the fundus of the uterus , possibly migrated. Most recent follow-up information incorporated above includes: on (B)(6) 2017: in order to avoid transmission issues this case was separate from case (B)(4), and only information about essure was captured. Essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.